Manufacturer narrative:
The concerned device could not be identified by hospital. The device is in use on other patients since the event. Drager is trying to receive further information which would allow investigation of the event, but no further information is available at this time. If further information can be gathered, the investigation results will be reported in a follow up report.

Event description:
It was reported that: patient could not be ventilated correctly. The problem was realized immediately and the ventilator was exchanged without patient injury. The user was not able to confirm a device alarm. Additionally it was reported that later the patient died, but that users see no coherency between the patient outcome and the reported event.